Event description:
It was reported that during insertion of the catheter, it was sheared by the introducer needle and a piece remained in the pt's artery. A cut-down procedure was performed to remove the small piece of catheter. There were no pt complications.